Manufacturer narrative:
Product analysis summary: the everest inflation device was returned to the laboratory for evaluation. As received, the gauge needle was at 0 atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage to the gauge housing. During functionality testing the device aspirated water with the needle moving to vacuum. The device was pressurized while turning the knob one full turn, the needle moved steadily to 30atm while pressurizing the device. The device remained at maximum pressure with no issues. The gauge was removed from the syringe body, the bore filter appeared clean during inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an everest inflation device during a procedure. No damage was noted to packaging. The device was removed from packaging per IFU with no issues. The device was not inspected. The device was prepped per IFU with no issues. The everest was connected to a balloon. The balloon had been inserted into the patient. An attempt was made to inflate the balloon. The knob was turned, but the pressure gauge did not respond. However, the gauge then instantly indicated 10 atms when the physician noticed it. The balloon did not burst as a result of the issue. A three-way stopcock was connected between the everest and the other device. The balloon catheter used with the everest device, worked successfully when it was used with another inflation device. No patient injury is reported.

Manufacturer narrative:
Additional functional testing: the gauge was tested for accuracy and found to be out of the specified tolerance at 5 atm. During the pressure release the pointer was observed to have an erratic travel. Upon pressure release the pointer stopped at the 2 atm indication mark and did not return to the zero box. The returned gauge was disassembled to inspect the internal components for damage. There was no damage observed to the internal components. During in inspection of the gauge process media was observed to be slowly escaping from the filter. The process connection was removed from the gauge and an accuracy test was performed. The gauge was found to be within the specified tolerance. There was no pointer hesitation observed during the pressurization or depressurization of the gauge. The process connection was sectioned to inspect the inner surface of filter. Contamination was observed on the inner surface of the filter and also on the surface of the socket bore hole. The gauge was in contrast media for an extended period of time which led to the clogging of the filter. If information is provided in the future, a supplemental report will be issued.